Event description:
Biomed reported that a medication was delivered faster than it was programmed. The nurse had hung a 90 ml bag of fentanyl to be infused at 13.86 ml per hour via a primary infusion. The fentanyl infusion rate was checked by another nurse. The rate had been increased from 10 ml to 13.86 ml per hour some time during the night. It was reported that the patient experienced hypotension at 06:25 am. The hypotension became more severe when the patient was turned (no values provided). At 6:40 am, the device was alarming for air in line and all the fentanyl had infused. The nurse believed the hypotension was related to receiving too much fentanyl. The nurse stopped the infusion and disconnected the tubing and the device from the patient. Customer stated that no additional patient or event details are available.

Manufacturer narrative:
(B)(4). No devices have been for investigation. The events logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. No devices received, log review only.